Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke and hemorrhage are known potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an uneventful rx acculink stenting procedure in the left internal carotid artery. On (B)(6) 2011, the patient was hospitalized with a hemorrhagic cerebrovascular accident and has been followed by the neurologist since the event. The patient was treated with antihypertensive therapy and inpatient rehabilitation therapy. The patient's condition continued but was improved. There is no additional information provided.